Event description:
It was reported during a percutaneous procedure using bilateral femoral arterial punctures. The pre-deployment angiogram revealed stenosis approximately 3 cm from the right femoral artery puncture access point location. During the procedure, the patient experienced a complication in their left leg. The patient was taken to the operating room, where the physician closed the puncture site in the right leg with an angio-seal. Shortly after deployment, the patient had pain in their right leg. An angiogram was performed, which revealed a vessel occlusion at the right femoral artery. An aorta vessel prosthesis procedure was performed which resolved the complications in both legs. The patient's hospitalization was extended, but was reported to be recovering after the procedure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.